Event description:
It was reported that this patient heard beep tones. The cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead was a non-boston scientific product. Isometrics were performed, and there was no noise seen. Boston scientific technical services (ts) discussed the abrupt impedance changes may be due to a spring contact issue. Small movements of the terminal ring either axially (back and forth) or radially (circular motion) over time creates wearing of the terminal ring and generates microscopic particles, which over time may accumulate and oxidize. This can impact the connection between the spring contact and lead ring, resulting in an intermittent change in impedance. The physician elected to continue to monitor the patient/system. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the rv lead was surgically abandoned and replaced. The crt-d remains in service. No additional adverse patient effects were reported.